Manufacturer narrative:
The insulin pump alarmed motor error noted during basic occlusion test and alarmed during prime test due to faulty force sensor resistor however, the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked lcd window, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.